Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces noted note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was not performed. The device was returned for analysis.